Event description:
The facility reported a colleague infusion pump with a failure code of 589:317. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 589:317 was confirmed by baxter personnel in the pump's event history, however, it was not reproduced during product evaluation. The root cause was assigned to "deep discharged on main batteries." The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.